Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 450 mg/dl at time of incident. The customer was treated with manual. It was reported that they had changed the set and had some problems. Customer was advised to reach out to health care professional regarding site locations. The insulin pump will not be returned for analysis.